Event description:
In 2006 this patient was implanted with a gore tag thoracic endoprosthesis, tg3110 proximally. As reported, the device moved distally of the intended position upon deployment, resulting in a type I endoleak, and lack of inner wall apposition. A decision was made to implant a tg3115 inside the tg3110, extending 5mm proximally, in an attempt to resolve the endoleak and lack of inner wall apposition. This was not successful. The physician chose to complete the case and follow the patient. Six months later, a reintervention was performed to implant a palmaz balloon-expandable stent (p4010) inside the original gore tag thoracic endoprostheses. Following ballooning, a small type I endoleak persisted. On the inner curve of the aorta. The physician chose to complete the reintervention and follow-up with the patient in 3 months. As reported the patient is currently doing well.

Manufacturer narrative:
The device remains functioning in the patient. A review of manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.